Event description:
Reporter indicated that pt has lost approx 15 pounds in one month following vns implant and that they had recently experienced an episode of choking and vomiting while they were eating. It was reported that following a reduction in device pulse width setting, the pt still does not have a good appetite and pt is supplementing their diet with ensure in the evenings.